Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, broken plug strap, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: no observed particles in the valve. A sharp opening on anterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported "particles in valve".